Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was alleged that the alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump had been returned and investigated by product analysis on 09/09/2014 with the following findings: a review of the pump black box data revealed evidence of multiple cs 088 call service alarms. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. Evidence of the complaint was observed in the black box; however, the complaint was not duplicated. Unrelated to the complaint, moisture ingress was observed behind the display lens. The pump casing was also cracked near the display. A leak test was performed and failed due to a leak at the crack in the casing. The pump case was removed and evidence of moisture ingress was found on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.